Event description:
During a heart catheterization, patient sustained a perforation to the proximal left circumflex artery. A 7fr sheath was placed and definity was injected through the coronary and echocardiogram imaging saw definity in the pericardial space. This prompted the placement of a run-through wire followed by a covered stent to that region. Given the calcification and complexity of the vasculature, the 4.0 x 15mm papyrus covered stent came off the wire and traveled to the distal obtuse marginal artery. There was a timi(thrombolysis in myocardial infarction)-3 flow throughout the distal vessel, and it was too risky to further try to deploy the stent or snare it from that location. A 4.5 x 15mm papyrus covered stent was placed to the area of concern and then post dilated with a balloon. There was complete sealing of the perforation angiographically.